Event description:
It was reported that the patient's implantable pulse generator (ipg) could not be interrogated and was at end of life (eol). The ipg was explanted and replaced. It was also noted that the right atrial (ra) lead had no capture and low sensing, the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7275 implantable cardioverter defibrillator (ICD), (B)(6)  2001; 6945 implantable tachy lead, (B)(6) 2001. (B)(4).